Manufacturer narrative:
(B)(4). Batch number: p55y9l. The analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/2. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Event could not be confirmed as the test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: I have since found the reason behind the misfire and reload being forced out of the jaws when closed. I met with the senior nurses to play around with scenarios and we found that if the cartridge is not loaded correctly ie the square on the side of the reload was outside the jaws not in the square placement hole in the cartridge jaw that when the jaws were closed and the trigger fired the reload would be forced out of the jaws. There is no lock out mechanism to stop the ats45 being fired when the reload is inserted incorrectly or even when there is no reload.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received. Patient's outcome/consequences due to this issue; patient lost 150mls of blood but is in a stable condition any changes to patient's post-op management? No. How was the procedure completed? The operation was converted to open and the vessels tied off with suture. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the doctor was attempting to divide a renal artery when the tr45w white reload slipped out of the ats45¿s cartridge jaws when closing down on the artery. The device was removed and another ats45 with a tr45w white reload was opened. When attempting to do the same thing the reload slipped out again.